Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was kinked. Cartridge change was performed resolving the issue. Customer's blood glucose was between 400-432 mg/dl.